Event description:
It was reported that the clinical info center (cic) in the neonatal intensive care unit (nicu) was rebooting and stopped working. The hard disk was replaced, settings were reconfigured, and operation checked. No pt injury reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The exact incident date is unk, but it is believed that the event occurred on or before (B)(6) 2011.